Event description:
It was reported that they were getting intermittent gridlines; this caused the patient to be re-exposed. The fe re-calibrated the generator and did the grid lines a calibration, once this was done the system is working as intended